Event description:
It was reported that catheter damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified middle part of left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure when the imaging was turned on to check the guide catheter a twist had occurred. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. During visual and microscopic inspection, the sheath was observed kinked, and imaging window was observed twist and entangled. The exit port was observed damaged.

Event description:
It was reported that catheter damage occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified middle part of left anterior descending artery. An opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure when the imaging was turned on to check the guide catheter a twist had occurred. The procedure was completed with another of same device. No patient complications were reported.